Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental correction medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 9, 2021, mentor became aware that incorrect report submission due date was inadvertently submitted as "9/25/2021" in the previous initial submission. It should have been "11/25/2021". This supplemental correction medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4). Report submission due date.

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast reconstruction surgery with a 475cc mentor memorygel breast implant on both sides and experienced right side breast implant rupture discovered during bilateral revision surgery with catalog number 3504754bc; serial number (B)(4) on the right side, and with catalog number 3504754bc; serial number (B)(4) on the left side on (B)(6) 2021. On (B)(6) 2021, mentor became aware that patient also experienced bilateral ptosis in addition to right side breast implant rupture. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left ptosis. Manufacturer¿s reference number: (B)(4).